Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that during the procedure the conical extractor (left hand) from the timex extraction kit broke off inside the screw

Manufacturer narrative:
The returned device matched the report and the reported event (¿¿conical extractor (left hand) from the timex extraction kit broke off inside the screw.¿) was confirmed. The inspection records revealed no discrepancies. Inspection of the relevant dimensions was not possible due to the extent of damage. Mechanical properties of the material of the device are within specified tolerances. Thus, we exclude material faults. As the device had been in use for a longer time [manufactured in 2011] we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without any problems reported. Appearance of the breakage surfaces as well as the oblique breakage line of the conical extractor indicate that the device broke in a brittle manner due to a combination of torsional overload and high bending stresses (using the item as a lever). The instrument is laser-marked with the information ¿do not lever¿ in order to prevent this kind of issue. Furthermore, it has to be ascertained that in the current case the conical extractor, male, left hand implant extraction set 5 mm was inserted into a hexagon screw head, which could not be identified as a stryker screw. The brochure ¿implant extraction set / implant extraction guide module one & two¿ informs as follows: ¿after identifying screw type and diameter, extract the screws with the appropriate screwdriver bit by turning the screwdriver counter-clockwise¿. Furthermore, the brochure informs under chapter ¿contraindications¿: stryker can only recommend use of the extractor instruments with its own products. Application of the instruments to competitive products or to stryker products that have been altered may be possible but has not been validated. Where competitive products are mentioned in this document this is solely to indicate where application of the extractor instruments appears possible due to similar design or dimensions, and stryker does not guarantee that the extractor instruments demonstrated herein will work in any cases where competitive products are used, or in cases where stryker products have been altered. As a precaution, make sure to have other standard instruments available in case the tolerances of the implants do not match the tolerances of the extractor tool.¿ based on the above facts the root cause of the reported event is not related to a deficiency of the device, but is rather linked to improper handling by the user and has to be classified as deviation from surgical technique. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
The customer reported that during the procedure the conical extractor (left hand) from the timex extraction kit broke off inside the screw.